Event description:
On (B)(6) 2026, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the system was working within expectations and that the observed discrepancies could be attributed to lag between the sg and bg inherent to sensing technology. As a proactive troubleshooting measure, customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. Further follow up was not possible as the user was unresponsive to multiple contact attempts. Further investigation was not possible.